Event description:
The user began experiencing skin irritation around the implant about four months ago. After reducing the magnet strength to 2, the skin condition improved. One month later, the user lost the processor, and small wound started to appear over the implant site. Additional skin_condition photos were requested but have not yet been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.